Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with the complaint, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a crack in plastic of wire separating piece at the head of the instrument. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing on 3 of 3 attempts.

Event description:
Refer to h10/h11 for follow-up information.